Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon likely interacted with the heavily calcified anatomy resulting in the reported balloon rupture during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while performing intervention on an iliac case, the physician used an 0.035 guide wire to cross the heavily calcified, moderately tortuous lesion. The 10x40 mm armada 35 device was soaked prior to use then advanced on the 035 wire and inflated to 6 atmospheres (atms) of pressure. Then, the physician went to 10 atms when the balloon ruptured. In the opinion of the physician, the armada rupture was due to the heavily calcified anatomy. He used a 10x40 mm non-abbott, non-compliant balloon and completed the procedure. No patient consequences were reported. No additional information was provided.